Event description:
It was reported that while the pt's pump was being replaced due to battery depletion, it was revealed that the pt's catheter was broken off from the pump, and had pulled through the anchor. The pt's catheter was replaced. No pt outcome was reported. Add'l info has been requested from the hcp, but was not available as of the date of this report. A follow-up report will be sent if add'l info is received.

Manufacturer narrative:
The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is completed.